Event description:
The following was reported to gore: on (B)(6) 2022, this 76-year-old male patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm. The patient was treated with two gore® tag® conformable thoracic stent graft with active control system (ctag devices) and with three gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent grafts), one each in the superior mesenteric artery (sma) and in the left renal artery (lra) and right renal artery (rra). Under the ctag devices an custom-made device (cmd) 3-bevar device (artivion) was implanted. The proximal diameter of the bevar was 40 mm and had a good overlap with the distal ctag device. A perfect technical result was booked and the aneurysm was excluded. On (B)(6) 2025, during the yearly computed tomography angiography (cta) check, it was seen that the cmd 3-bevar device migrated a little bit caudally, with the consequence that the vbx stent grafts were kinked but still patent. The eptfe material was intact, no clear stent fractures were identified/visible. On (B)(6) 2025, to avoid potential extra migration and other complications the physicians decided to do the following: first, reline all vbx stent grafts with the same configurations of sizes to reinforce them, this went very well and easy. Second, place another ctag device to reinforce the overlap of the ctag device in situ with the bevar device, which also went very easy. Third, placement of heli-fx endoanchor system (medtronic) screws through double overlap for extra fixating of the new created overlap between the new ctag device and the already existing overlap of the devices in situ, the cmd 3-bevar device and ctag device, which also went well. Again an optimal technical result was booked. During this procedure one ctag device and three vbx stent grafts were implanted. The reason behind the migration is not clear, could have several explanations from the standpoint of the physicians. It was answered, that these suspicions made no allegation against a gore device. The ctag devices were not affected by the migration and also do not have contributed to the kinking of the vbx stent grafts. Only the cmd 3-bevar device migrated.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b20, c24, d15: product investigation report conclusion - the primary reported failure mode, related to a stent kink, is consistent with what was observed via imaging evaluation of the provided clinical items; the evaluation noted the appearance of a kink in two of the stents, and a narrowed area in the other stent. As reported, the patient¿s implanted 3-bevar device had migrated, which caused the vbx stents to become kinked but still patent. While there was a reported causal relationship between the migrated 3-bevar device and the vbx stent kinks, the cause of the reported migration was unknown; therefore, the cause of the primary reported failure mode could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b20, c21, d16: the device remains implanted in the patient, therefore, a device evaluation could not be performed. The investigation needs to be completed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, this 76-year-old male patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm. The patient was treated with two gore® tag® conformable thoracic stent graft with active control system (ctag devices) and with three gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent grafts), one each in the superior mesenteric artery (sma) and in the left renal artery (lra) and right renal artery (rra). Under the ctag devices an custom-made device (cmd) 3-bevar device (artivion) was implanted. The proximal diameter of the bevar was 40 mm and had a good overlap with the distal ctag device. A perfect technical result was booked and the aneurysm was excluded. In (B)(6) 2025, during the yearly computed tomography angiography (cta) check, it was seen that the cmd 3-bevar device migrated a little bit caudally, with the consequence that the vbx stent grafts were kinked but still patent. The eptfe material was intact, no clear stent fractures were identified/visible. On (B)(6) 2025, to avoid potential extra migration and other complications the physicians decided to do the following: first, reline all vbx stent grafts with the same configurations of sizes to reinforce them, this went very well and easy. Second, place another ctag device to reinforce the overlap of the ctag device in situ with the bevar device, which also went very easy. Third, placement of heli-fx endoanchor system (medtronic) screws through double overlap for extra fixating of the new created overlap between the new ctag device and the already existing overlap of the devices in situ, the cmd 3-bevar device and ctag device, which also went well. Again, an optimal technical result was booked. During this procedure one ctag device and three vbx stent grafts were implanted. The reason behind the migration is not clear, could have several explanations from the standpoint of the physicians. It was answered, that these suspicions made no allegation against a gore device. The ctag devices were not affected by the migration and also do not have contributed to the kinking of the vbx stent grafts. Only the cmd 3-bevar device migrated.